Event description:
After completion of cuts and moving the robotic arm away from the sterile field, I was putting the robotic arm into place to be shut down and taken apart for storage. Upon moving the mics handpiece I found that the gray part of the grip was falling off completely and the screw at the bottom of the grip was gone. I found the screw which holds the grip together and put it back in place though this is now a defective part and if the screw came lose intra-op it could fall into the patients incision. Case type: tka.

Manufacturer narrative:
Reported issue after completion of cuts and moving the robotic arm away from the sterile field, I was putting the robotic arm into place to be shut down and taken apart for storage. Upon moving the mics handpiece I found that the gray part of the grip was falling off completely and the screw at the bottom of the grip was gone. I found the screw which holds the grip together and put it back in place though this is now a defective part and if the screw came lose intra-op it could fall into the patients incision. Case type: tka product inspection mics-209063 sn#(B)(6) RMA#284090. Inspected per d06917 and determined failure of the following test step. Sec# 7.1.2. Visual loose screw on handle. Did not pass inspection. Disposition: rtv. Inspected by: (B)(4). Device history review. Review of device history record indicate that 50 devices were manufactured under prodex lot k0cm4 and 49 accepted and 1 rejected on 04/04/2019. Review of qt19-04-0016 revealed that the non conformance is not related to the failure alleged in this complaint. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42020319 shows no additional complaints related to the failure in this investigation. Conclusion. The alleged failure mode was confirmed. No additional investigation or specific actions are required. Nc/CAPA review. A review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc (B)(6) and CAPA 1452931.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After completion of cuts and moving the robotic arm away from the sterile field, I was putting the robotic arm into place to be shut down and taken apart for storage. Upon moving the mics handpiece I found that the gray part of the grip was falling off completely and the screw at the bottom of the grip was gone. I found the screw which holds the grip together and put it back in place though this is now a defective part and if the screw came lose intra-op it could fall into the patients incision. Case type: tka.